Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported a separation. The tubing set was being used to deliver an unspecified volume of an unspecified solution at an unspecified rate. After an unspecified length of time in use, the tubing separated from the option-lok male adapter. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional information was provided.